Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the event burns; second degree, as described in this case, is considered a serious bodily injury, potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn blister; (burns second degree). Case description: this is a spontaneous report from a contractable consumer via a non-clinical-study program 'brand websites for division consumer healthcare (B)(6). A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare joint and arthritis pain neck,shoulder and wrist), from (B)(6) 2015, one wrap, for pain in the neck and shoulder. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported she applied the heat wrap because she hoped that the pain would get better and after a short while she noticed that it burned quite a lot, but tolerated it since she considered that burning to be normal. After about 3 hours, she could not bear it any longer, and removed the wrap and noticed that her skin was burnt to the point of water blister having built in (B)(6) 2015. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Follow-up (june 23, 2015): new information received from the patient included patient data (age), past product use, product data (start date, indication and action taken), reaction data (added the events wound and she did not check under the skin during use, treatment and outcome of events). Company clinical evaluation comment: based on the information provided, the event burns second degree, erythema, wound, and device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
She had red spots and one blister [erythema]. Wound is still there [wound]. Did not check her skin during use [device misuse]. Case description: this is a spontaneous report from a contactable consumer via a non-clinical-study program 'brand websites for division consumer healthcare (B)(6)' from a contactable consumer a (B)(6) year old non-pregnant female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare joint and arthritis pain neck, shoulder & wrist), from (B)(6) 2015, one wrap, for pain in the neck (tension in neck) and shoulder. The patient medical history was not reported. The patient's concomitant medications were none. Past product history included thermacare heatwrap in 2013 for one to two days and no complaints followed with that use. The patient reported she applied the heat wrap because she hoped that the pain would get better and after a short while she noticed that it burned quite a lot but tolerated it since she considered that burning to be normal, after 2 to 3 hours she could not bear it any longer and removed the wrap and noticed that her skin was burnt to the point of water blister having built on (B)(6) 2015. She reported she had red spots and one blister. The patient was not hospitalized. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Treatment included putting ointment on it. She indicated that she was feeling good again, the wound is still there but the blister had resolved on an unspecified date. The colour of her skin the patient described as moderate bright. She does not have a sensitive skin or any skin disease in (B)(6) 2015, the patient used another warmth producing product for one day. No complaints occurred. It was worn directly on the skin, on the shoulder blades, as shown on the package picture. The patient read the instructions for use prior to the use of thermacare the product was completely used the patient did not check her skin during use.

Event description:
Case description: this is a spontaneous report from contactable consumer via a non-clinical-study program, brand websites for (B)(6). A contactable consumer reported a (B)(6), non-pregnant female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare joint and arthritis pain neck, shoulder and wrist) from (B)(6) 2015 at 1 heatwrap for pain in the neck (tension in neck) and shoulder. The pt's medical history was not reported. The pt's concomitant medications were none past product history included thermacare heatwrap in 2013 for 1 to 2 days and no complaints followed with that use. On (B)(6) 2015, the patient reported she applied the heatwrap directly on the skin, on the shoulder blades, as shown on the package picture, because she hoped the pain would get better after a short while, she noticed it burned quite a lot but she tolerated it since she considered burning to be normal. After 2 to 3 hours she could not bear it any longer and removed the wrap. She noticed her skin was burnt to the point of water blister. She reported she had red spots and one blister. No hospitalization was required as a result of the events. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on 05/30/2015. Therapeutic measures received included an unspecified ointment. She indicated that she was feeling good again, the wound is still there but the blister had resolved on an unspecified date. The pt assessed her skin tone as moderate bright. She declined having sensitive skin or any skin disease. In (B)(6) 2015, the pt used another warmth producing product for one day with no adverse effects. The pt read the instructions for use prior to the use of thermacare. The product was completely used. The pt did not check her skin during use. Additional information has been requested and will be provided as it becomes available. Follow-up (06/23/2015): new information received from a contactable consumer includes pt data (age), past product use, product data (start date, indication and action taken), reaction data (added the events wound and she did not check under the skin during use, treatment and outcome of events). Follow-up (07/09/2015): new information received from a contactable consumer includes lot number unavailable. Case closed follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the event burns second degree, erythema, wound and device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burns second degree, erythema, wound and device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.